Event description:
It was reported by the affiliate that the atw45 and the lcsc5 were used during a laparoscopic appendectomy. It was reported that there was bleeding from the staple line of mesentary and appendix when the atw45 was used, and that the lcsc5 would not coagulate the tissue as intended. When the atw45 was used, the surgeon completed the case by putting in some overstitches. When the lcsc5 was used, a (level2) new blade was used to complete the case. There was no consequence to the patient.